Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was over 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was hospitalized for food poisoning and it was not diabetes related. Customer's insulin pump settings were lost when the hospital removed the battery from the device. Customer was assisted with basal rates on the insulin pump.